Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went the emergency room and was subsequently hospitalized due to an elevated blood glucose level of 567 mg/dl. Customer was treated with intravenous insulin and fluids, and was released from the hospital the same day with no permanent damage. Reportedly, intermittent occlusion alarms occurred. The customer continually cleared the alarms to resolve the issue, and resumed insulin therapy.